Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture" baker grade unknown.

Event description:
Patient representative reported right side ¿breast pain", "capsular contracture" baker grade unknown, ¿bottoming out¿, and ¿micro-calcareous area of 2 cm in diameter & microcalcifications on the right." Additional events of ¿right nipple was dry and fluid, including blood, was coming out", "the diagnosis of paget's disease of the right nipple", "tumor in the right breast" revealed via diagnostic exams were reported and are all not device related. The device has been explanted.